Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code f2301 captures the additional device used to remove the stent.

Event description:
It was reported to boston scientific corporation that an agile esophageal stent was intended to be implanted in the distal esophagus to treat a malignant stricture during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2025. The patient's esophageal anatomy was described as tortuous, and no dilation was performed prior to stent placement. The lesion measured approximately 8 cm in length and was noted to be so narrow that only a slim egd scope could barely traverse it. During the procedure, the stent was deployed from the catheter; however, it did not fully expand upon release. Because of the incomplete expansion, the stent remained partially engaged with the delivery system and snagged on the catheter during withdrawal, resulting in the stent being unintentionally pulled out of the patient. A re-sheathing attempt was performed, but the stent continued to catch on the catheter upon exit. The issue prolonged the procedure by approximately fifteen minutes. The stent was ultimately deployed and removed using rescue retrieval forceps, and the procedure was successfully completed using a larger agile esophageal stent. There were no patient complications reported as a result of this event.